Event description:
(B)(4). No previous problems. After essure I bled everyday for 6 months. When I called the doctor he said that wasn't a side effect of essure. I experienced all over body pain. Headaches. Painful periods. After the 6 months of bleeding I then went down to 3 periods a month then down to 2 a month then now down to one a month after 2 1/2 years. I still have breakthrough bleeding about 3-4 times a month that lasts about a day or 2.